Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs. The patient was administered caudal on (B)(6) 2017. It was noted a catheter access port (cap) contrast study was performed on (B)(6) 2017 and found the catheter to be well in place, no kinking or bending of the tubing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the cause of the occlusion was unknown. The catheter was successfully flushed to resolve the occlusion on (B)(6) 2017. The event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid at 20.0 mg/ml concentration and a dose of 4.719 mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the patient experienced increased pain and did not think the pump was functioning properly on (B)(6) 2016. A catheter access port (cap) contrast study was performed on (B)(6) 2017 and it was noted the catheter was sluggish and difficult to aspirate and inject. The device diagnosis was catheter occlusion. A catheter replacement surgery was planned. It was noted the event was related to the device or therapy. No actions were taken and the issue was noted as ongoing.